Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the device reached end of life. It is unknown when the patient lost therapy. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
Additional information was received that the patient's ipg was explanted. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.